Event description:
The customer reports that the mx40 has a speaker malfunction but was unable to confirm local audio. No patient involvement.

Event description:
The customer reports that the mx40 has a speaker malfunction but was unable to confirm local audio. The device was not in use on a patient at the time of event, there was no adverse event reported.